Event description:
Information was received that patients experienced osteolysis without cortical penetration at the proximal locking bolts, distal locking bolts, and at the nail¿s telescopic junction. There is no additional information available.

Manufacturer narrative:
The device has not been returned nor has additional information been made available. A root cause is unable to be determined. Journal article citation: vogt, b., rupp, c., gosheger, g., eveslage, m., laufer, a., toporowski, g., roedl, r., & frommer, a. (2023). A clinical and radiological matched-pair analysis of patients treated with the precice and stryde magnetically driven motorized intramedullary lengthening nails. The bone & joint journal, 105-b(1), 88¿96. Https://doi.org/10.1302/0301-620x.105b1.bjj-2022-0755.r1

Event description:
Additional information was received that there were 48 segments during three measurements; four segments experienced osteolysis without cortical distal locking bolts and 25 at the nail¿s telescopic junction. There is no additional information available.